Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3389s-40, lot# va0clty, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the lead was discarded and wouldn't be returned for analysis. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had a lead revision the day of the call and the physician wanted to do a post-operation MRI scan. The caller reported that the 64002 adaptors was used to obtain the screwdriver. Suggested using an s-ray to rule out no adaptor and updating registration. The caller wanted to review MRI guidelines. If a pocket adaptor was present the patient would be head-only at best. The caller noted that impedances were run and look good. Post-operation MRI was wanted of the patient¿s head anyways. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s impedances were checked, and they showed 0/1 = 144 ohms, c/0 = 935 ohms, c/1 = 1178. Past historical impedances: (B)(6) 2019 ¿ impedances on the right-side rc: c/0 = 935, c/1 = 1178, 0/1 = 1411. Rc was changed out to 2 sc¿s on 4/22. Intraop impedances with right side sc on 4/22 were: 0/1 = 1595 ohms. Patient was programmed to: c+0, 6.1v, 60us, 185hz. Today the caller said that the patient had felt a strong sensation of stimulation when conducting therapy impedance checks, but not during electrode impedance checks. The agent reviewed differences in how measurements were done. The patient was at a high amplitude for therapy and that could cause discomfort during therapy impedance measurements. The patient had a fall yesterday as well, but the patient couldn¿t recall details about the fall. After the fall the patient went to a driving range with their son and then the patient went back home to take a shower. When the patient was reaching for the towel they felt a strong tightening and stiffening in their left arm and their eyes were going in opposite directions. The symptoms appeared about 2.5 hours after the fall had occurred. The patient went to the ER and both sc¿s were turned off. The patient noted that their vision issue resolved immediately after stimulation was turned off, but the patient was less clear about when the tightening in their arm resolved (but it did resolve). Stimulation had been off since the ER visit yesterday. The short occurring was reviewed with the 0/1 pair. It was also unclear what was causing the patient¿s symptoms. They were considering doing imaging of the system and possible reprogramming since 0 electrode may be associated with some side effects. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603 (B)(6) implanted: (B)(6)2019 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the tightening and shocking sensation was not determined. The doctor had replaced the right brain lead on (B)(6)2019. Intraoperative impedances were all normal and that replacement corrected the pre-existing impedance short circuit issue. The tightening and shocking sensation had been resolved. There were no further complications reported.